Event description:
Received info stating customer received multiple occlusion alarms. Customer over-rode the alarms and resumed insulin. Reportedly, customer's blood glucose was impacted and customer was hospitalized with diabetic ketoacidosis. Customer was released from the hospital on (B)(6) 2014 with no permanent damage.

Manufacturer narrative:
Additional reported info from customer indicates customer discovered his insulin was expired. No further conclusion alarms have occurred. No product returning for eval. Should new relevant info become available, a follow up report will be submitted.